Event description:
It was reported that during the characterization test it was found that the handpiece was showing a communication and exposure control motor failure. The case was aborted and the procedure was completed manually with s&n instrumentation. No other complications were reported.